Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-28737. It was reported that the patient presented to the hospital experiencing an infection. A blood culture test was performed (B)(6) 2021 and endocarditis was confirmed. The implantable cardioverter defibrillator system was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.